Event description:
It was reported that the patient presented with syncope in the emergency room. It was noted that the right ventricular lead exhibited loss of capture. The lead was capped and replaced on (B)(6) 2022. The patient was stable.